Manufacturer narrative:
Samples were drawn in lithium heparin plasma tubes and processed through the automation line. The high results were detected by the operator and the samples were repeated. The system was calibrated at 08:15 the morning of the event. Qc recovered within the lab's established ranges. While troubleshooting with hotline, the customer detected a hole near the flow cell and trimmed the line, which corrected the problem. A field service engineer (fse) visited the lab; however, details of what was done are not available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) test results produced by the synchron lx20 pro clinical chemistry analyzer for 3 pts. A pt sample was tested for potassium and a result of 5.70 mmol/l was obtained which repeated at 4.6 mmol/l. A sample from another pt gave a result of 5.02 mmol/l and a repeat result of 3.7 mmol/l. A third pt sample was tested and a result of 4.33 mmol/l was obtained and this repeated at 3.5 mmol/l. No erroneous results have been reported outside of the lab. There was no affect to pt treatment.